Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00434. Related manufacturer reference number: 1627487-2023-00432. It was reported the patients t12 and l1 leads displayed high impedance and ineffective stimulation was experienced with the l4 lead. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to resolve the issues.